Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer stated that she got out of the hospital for 3 months because she kept receiving low blood sugars. The customer stated that it was hard for her to walk. The customer declined to troubleshoot.